Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 3. Customer reported that when retyping a donor unit labeled as b pos in tube testing with anti-a bioclone antisera lot# baa614a exp 09.21.19, they got a false 1+ positive reaction like this: anti-a: 1+, anti-b: 4+, anti-d: 4+, control: neg. Customer sent the unit back to their blood center facility because they could not confirm the unit as b positive due to the weak reaction 1+ with anti-a antisera. Their blood center repeated testing with the same lot of anti-a bioclone antisera and the blood center obtained the same reactions that the customer saw (false positive). During troubleshooting, the blood center typed the donor cells with two other different sources of antisera and they confirmed the unit was b pos with the next results: as per the blood center's request, customer performed manual gel abd and abd/reverse typing on this unit and obtained the following results: mts anti-a/b/d monoclonal card and with mts a/b/d mono/reverse card they got results confirming the unit as b positive: anti-a: neg, anti-b: 4+, anti-d: 4+. Issue started on: (B)(6) 2018. Methodology used: tube testing. Pattern observed: false positive. Reaction grade obtained: 1+. Customer was expecting: negative. Test repeated: yes by donor center. Result obtained by repeating: negative. Test repeated: yes. Result obtained by repeating: negative. Additional testing: manual gel and tube testing with two other different sources of antisera. This is not a new donor. It is a donor with nine previous donations. Customer is not sure if any of those donor units came to their facility before. Customer reported a second event in which they tested the patient initially on the vision and received a clear b positive result in gel. Account then uses tube testing to confirm the abo group and anti-a reacted 1+, anti-b reacted 4+. Patient dat negative. Account is fairly certain this is b(a) phenomenon with the tube reagent and they have seen it in the past. Issue started on: (B)(6) 2018. Reported (B)(6) 2018. Methodology used: vision initially and then tube as confirmatory. Reaction grade obtained: 1+ for anti-a, 4+ for anti-b. Customer was expecting: clear b typing. Daily qc performed on all reagents and found to be acceptable. Cards /cassettes/tube reagents, rbc storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Account will only transfuse group o blood and ab plasma. Account is aware of the limitation in the package insert which is as follows: the anti-a reagent may also detect previously unrecognized a antigen is a small number of b individuals now identified as b(a) cells. Reported studies indicate that incidence of this occurrence is approximately 0.1% of the group b cells tested.